Event description:
It was reported that within a few months of implant, the patient experienced hematoma in the pocket area, with symptoms of serous se creation. Subfebrile temperature and pocket infection were also noted. The patient was therapeutically provided pocket revision, antibiotics, antiseptic lavage, and the sutures were removed. The patient was also hospitalized multiple times. Eventually the device was explanted. No further patient complications have been reported as a result of this event. The device was noted to be part of the optilink hf study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 429688 lead implanted: (B)(6) 2012; 407652 lead implanted: (B)(6) 2012. (B)(6).